Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05224. The pt had an scs system (including two leads from the same lot) for off-label use. It was reported the pt's lead(s) and the ipg site did not heal properly following being implanted. The doctor believes the pt did not heal properly due to diabetes. As a result, the pt's scs system was explanted. The explanted product will not be returned to sjm. Cultures were taken post-op, but the results are unk at this time.